Event description:
The report stated that during a hysterectomy, the surgeon was grasping tissue with the device and a burn occurred to the labium outside the jaws of the device.

Manufacturer narrative:
The incident device has been received and is under evaluation. Additional questions as to the degree of the burn have been asked of the site. When the device evaluation is complete, a follow-up report will be submitted.